Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient¿s ipg migrated after suffering a fall sometime in (B)(6) 2017. X-rays revealed a compression fracture at t12, l1, and l2. As a result, surgical intervention maybe pending.